Event description:
Spontaneous: patient reported damaged 25g needle and 1 ml syringe; no further information. Unknown if pt missed a dose, experienced an adverse event or if the needle is available for return. Unk lot and expiration. No further information known. Reported to (B)(6) by pt/caregiver.